Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's device stopped working a year ago. The unit was charged and their healthcare provider tried to get the unit to work, however they had no luck and only had one program to work. The patient was redirected to their healthcare provider to further address the issue.